Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced no readings on her display device at the time of the event which occurred 3 days after sensor insertion in the arm. On (B)(6) 2024, the patient was sleeping in her bed and was unaware she was not receiving cgm (continuous glucose monitor) values. Duration of no values exceeded 3 hours. She was using a tandem t:slim insulin pump as her display device. Her husband noticed she was freezing cold and did not respond when he checked her. The spouse called ems (emergency medical services) around 5:30 am. Paramedics determined her bg (blood glucose) fingerstick was 30 mg/dl. No values were displayed on the display device. At the ER (emergency room) her body temperature was 92.6 and she was diagnosed with hypothermia, severe hypoglycemia, and acute uti (urinary tract infection). Although she received treatment in the ER which included IV fluids, the patient could not remember other medications she received. She also received insulin for diabetes management during the ER stay. She remained at the ER several hours and was discharged for medication to take at home around noon. Prior to discharge the bg fingerstick was 237 mg/dl. The reporter did not specify if she had any uti symptoms prior to the no readings event. At the time of the call, she was in a stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.